Manufacturer narrative:
Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to electrical damage to the power module.

Event description:
It was reported, "will not turn on. Verified power supply not working. Unit is used in the MRI room." In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no report of patient involvement in this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The power module was replaced and the device passed functional and performance testing and was returned to the customer.

Event description:
It was reported, "will not turn on. Verified power supply not working. Unit is used in the MRI room." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement in this event.